Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to failure of the imaging unit. The manufacturing record was reviewed and found no irregularities. There was no repair history. It was presumed that the reported phenomenon occurred due to failure of ccd unit. The cause of ccd unit failure could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that no image was displayed. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that no image was displayed. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to failure of the imaging unit. The manufacturing record was reviewed and found no irregularities. There was no repair history. It was presumed that the reported phenomenon occurred due to failure of ccd unit. The cause of ccd unit failure could not be identified.